Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d9; g3; h2; h3; h6. Visual evaluation of the returned product found the packaging was previously opened. A hair-like fiber was found on the device. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that during the surgery when the liner was opened, a hair was found on the poly. There was no known impact or consequences to the patient. It was reported that no further information was available.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.